Event description:
It was reported that the patient experienced an event of high blood glucose, and pus along with bleeding at the infusion site, the high blood glucose was treated with correction injection via multiple daily injections on (b)(6)2025.

Manufacturer narrative:
Unomedical hereby submits this Initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA Action Plan, which incorporates(b)(4) (IC Retrospective Complaint Review) and (b)(4)(IC Retrospective MDR Review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 CFR Part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged Additional information - This Medical Device Report (MDR)is being submitted to include the below:H6: Investigation results under Type of Investigation, Investigation Findings, Investigation ConclusionsH11: Investigation summary.Complaint Investigation ResultsA complaint investigation was performed based on the event description and the assigned malfunction code No malfunction based on complaint information.Lot number was provided; however, the evaluation of the event description did not identify evidence of device malfunction or product-related failure. Based on the information available, the complaint is consistent with scenarios involving misuse, user related factors, or no malfunction alleged, as reflected in the assigned malfunction code.In accordance with Appendix 7.7 of Work Instruction "[8.0]" Complaint Handling, the need for additional investigation activities, including batch record review, product testing, or Electronic Quality Management System search, was evaluated and determined not to be warranted for this record.Corrective and Preventive Action Determination Based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per Work Instruction (Monthly TRIPS and Alerts).Complaint investigation ¿ ConclusionBased on the event description and assigned malfunction code, the reported failure could not be confirmed for this complaint.Complaint unconfirmed:Following investigation, the reported failure could not be confirmed for this complaint.Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.